Event description:
On 8/19/97 one of technologists rotated the gantry during pt setup. The gantry was driven into the pt support assembly causing damage to the field block holder and changing the alignment of the block tray to the isocenter of the linear accelerator. The block tray was replaced. Of concern to rptr, however, is the possibility that this could happen to a pt and cause considerable injury. This possibility should be addressed by the MFR.